Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the patient side cart (psc) cardcage and vision side cart (vsc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a message indicated the robot was not connected or powered on, and a power cycle had already been attempted without improvement. Technical support then had the user perform a hard power cycle and reseat the fiber cables at both the patient-side cart and vision side cart; the system powered on but the message persisted. Next, technical support had the user power down and move a console fiber cable to the patient-side cart; the system powered on and the patient side cart arms homed, but the message still remained. Technical support verified via log/remote status that the robot still showed as not connected, and the user proceeded to move the case to another system. There was no report of patient involvement or reported injury.